Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november- 27-2004, the patient contacted lifescan alleging that his one touch ultra meter was reading the incorrect unit of measurement. On 11/29/04, the medical affairs specialist (mas) left a message with his family member to call the mas. On 12/13/04, the mas spoke with the patient. The patient indicated that he was on a boat cruise and could not use the reported meter due to the results showing in the incorrect units of measurement. He did not take action to affect his blood glucose level after attempted use of the meter; however, he continued to take his usual daily dosage of glipizide. He began to feel "ill"; he was unable to describe his symptoms in more detail. He went to see the doctor on the cruise ship. A result "around 300" was obtained on the doctor's meter. The doctor added metformin to the patient's daily medication regimen. The customer care representative (ccr) confirmed that the meter had previously been set in the correct unit of measurement. The patient stated that he had not recently changed the units of measurement in the meter settings. The ccr confirmed that the meter was set to mmol/l instead of mg/dl. As the patient was unable to describe specific symptoms he experienced at the time of concern and he did not require immediate treatment, the event does not meet the criteria of a serious injury. Based on the apparent spontaneous change in units of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.